Manufacturer narrative:
Corrected data: the initial MDR report should have indicated that the patient recovered with the prescribed steroid eye drop treatment. Visual inspection was not performed as the lens remains implanted to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were reviewed and the lot was released per sterilization specifications. Environmental monitoring records were reviewed and no observations were found. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient, who underwent implant with a model ar40e intraocular lens (iol), was diagnosed with endophthalmitis (abacterial) from 3 to 7 days after the operation. The implant date was not provided. The incident date was reported as (B)(6) 2015. Visual acuity was below 0.3 diopter (20/70). The patient's outcome following steroid eye drop treatment was unknown. No further information was provided.